Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_ptm_prog ,lot# unknown, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported that the patient had moved and was no longer under their care. The hcp reported the patient¿s new facility¿s name, phone and fax number. Additional information was received from the patient and it was reported that the patient was having the device removed due to other medical needs such as needing several mris. The patient reported that it was found out that the battery to the device was dead and needed to be replaced. The patient reported that after they get their other medical problems resolved she would consider having the device replaced. The patient reported the device had not made a difference in her battle with (B)(4) since it was placed in 2015.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the ins was not working and had not worked since implant. The patient was still experiencing irritable bowel syndrome, which the device was implanted to treat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.